Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported needle to cuff miss could not be determined. The treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique via an 8fr sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss occurred. Suture placement with two new proglide devices was successfully done using the pre-close technique. The evar procedure was performed with an 18fr sheath and hemostasis was achieved using the pre-placed sutures of the two proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.